Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that they had to stop wearing the aligners. As they have caused damage to their front teeth. They need to have a crown replaced and root canal on the damaged teeth. Gathering and requesting additional information and provided information on compromised teeth, while in treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.